Event description:
The customer reported that the system was intermittently hanging (locking-up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All circuit boards were cleaned and reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.